Manufacturer narrative:
(B)(4)

Event description:
A health care professional (hcp) reported that the patient could not put her system into MRI mode since it had been off for six (6) months and the patient did not use her system because it did not work. Additional information received from a manufacturer representative reported a suspected overdischarge and inability to communicate with the implantable neurostimulator (ins). A representative was meeting with the patient and completing a prm (physician mode recharge). Follow-up was being conducted to get clarification on why the ins was not working, troubleshooting performed, and any actions/interventions taken/planned. If received, a supplemental report will be submitted. Indication for use included spinal pain.